Manufacturer narrative:
Upon further evaluation of the device, service confirmed the reported leak and found it was due to pinching/perforation in the rubber covering. Service also observed the paint on the suction cylinder was peeled off, and the rubber adhesive had a discolored area. Due to wear of the angle wire, the bending angle in the up direction was out of specification. Due to wear of the angle wire, the play of the right/left knob was out of specification. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, the subject device was leaking from the sheath. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the acoustic lens surface was damaged and a gap of adhesive was observed on the acoustic lens surface. This report is being submitted for the malfunction found by service during the device evaluation [gap of adhesive on acoustic lens].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.